Event description:
Alarms for heart rate, spo2, and vf/vt are set to off upon powering up the defibrillation. Factory default setting. The factory defaults for all of our new defibrillators in the alarms for heartrate, spo2, and vf/vt are set to off. This is an important alarm if you are monitoring a pt.